Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, assisted the caller in performing the reset, and confirmed that the malfunction did not recur. The customer was able to continue using the pump and acknowledged the guidance received.